Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy with chest anastomosis procedure, the surgeon fired a sureform 60 green reload with a sureform 60 stapler instrument and stomach tissue was "stripping." The surgeon re-cut the coloplasty and the anastomosis was done manually. The procedure was completed with a delay of 15 to 30 minutes. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. The stapler logs showed the sureform 60 stapler was installed 8 times and fired 7 sureform 60 green reloads. Installs 1 through 6 and 8, had clamp/fire/unclamp sequences completed with no incomplete clamps. There was an unknown installation issue on the 7th install; however, the issue went away on the 8th install. There were no stapler related errors in the logs.